Manufacturer narrative:
Product analysis: analysis was able to confirm the reported boot up issue. A new hard drive was installed. The hard drive was reconfigured, and the software was reloaded and updated. Analysis also noted that the link electronic module (lem) electrocardiogram (ECG) connector was loose and the overlay had a line that was unresponsive to the stylus. The loose connector was replaced and calibrated and the overlay was replaced and the stylus was calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was booting to a blinking cursor. The caller was advised that this was likely due to inserted media, and was instructed to double check and to return for service if no media is inserted. The programmer remains in use. There was no patient involvement. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.